Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited undefined rv coil impedances and that a rv coil impedance warning had been triggered.

Manufacturer narrative:
Concomitant medical products: 507153 lead; implanted on (B)(6) 2005 and 407652 lead; implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed an abrupt increase in rv coil impedance and was now high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.